Manufacturer narrative:
(Device evaluation: one cadd legacy 1 pump was returned for analysis. Visual inspection performed, and product found to be in damaged condition with cracked housing, and scratched screen. Investigation unable to download event history log. According to the investigation, the moment the device was powered up the device exhibited double beeping. The customer reported issue was confirmed. According to the investigation, the pump faulty downstream sensor caused the reported issue. Investigator's replace the pump faulty downstream sensor and damaged housing (screen included). The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited "double beeping" with damaged rear case and lens. No adverse effects reported.